Manufacturer narrative:
Investigation summary: one injector connected to an infusion adapter was provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. Functional testing was attempted, however, it was found that the injector could not be properly connected to the infusion set. A device history review was performed for lot 1909105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper deactivation. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended.

Event description:
It was reported that injector luer lock n35j minipack was difficult to disengage the injector. The following information was provided by the initial reporter: this is a report about difficulty to disengage the injector. The used drug is glucose solution.

Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-10-05. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-12-07 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that injector luer lock n35j minipack was difficult to disengage the injector. The following information was provided by the initial reporter: this is a report about difficulty to disengage the injector. The used drug is glucose solution.